Event description:
It was reported that the user experienced repeated failures when attempting to pair a dexcom g7 sensor with the ilet, where the pump prompted for the pairing code multiple times, displayed pairing in progress, then reverted to start sensor, consistent with intermittent communication failure between components; pairing succeeded after starting a new g7 sensor and proceeded to warm-up. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure, associated with electrical and magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.